Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded from 17.6 cm to 18.1 cm from the connector pin and exposed the proximal coil. The distal coil was fractured. The damage is consistent with friction with another implantable device.